Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660, (serial: (B)(6)), product type: 0191-extension, implant date (B)(6) 2017. Brand name: activa, product ID: 3708660, (serial: (B)(6)), product type: 0191-extension, implant date: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent a battery replacement from an infinity 7 and was replaced with a percept rc. The extensions were connected. The left hemisphere impedance with monopolar 0,1,2,3 were listed as investigate 4500 ohms - 3000 ohms. Bipolar and right hemisphere were within normal limits. Both extensions ends looked like there was insulation frayed but wide intact. Surgeon noted this. The extensions were connected and took impedance which results were listed above. Percept rc was turned on in the or to confirm stimulation would be delivered without out of regulation errors. Stim was increased to 4ma with no oor. Device was set back to 2.2 ma on contact 3 which was the prescribed amplitude setting. The issue has not been resolved at the time of this report. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The cause of high impedances and frayed insulation on extension remains unknown. Despite reconnecting and retesting the extensions, the high impedances remained. No further info.